Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately 10 years post filter deployment, an unidentified filter migrated and perforated the ivc wall. No reported attempt to retrieve the filter was made. The patient status at this time is unknown.